Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Wont click onto the brush holder...come off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b trizone toothbrush heads would not click onto the oral-b toothbrush holder and came off while brushing. No injury was reported.

Event description:
Wont click onto the brush holder...come off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that their oral-b trizone toothbrush heads would not click onto the oral-b toothbrush holder and came off while brushing. No injury was reported. On 08-feb-2023: case update: the suspect product lot was 4210201052708i. No injury was reported. On 02-mar-2023: case update: the suspect product was oral-b power oral care refills precision clean eb20rb. No injury was reported. On 16-mar-2023: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 16-mar-2023: product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.